Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The permanent cautery hook instrument was analyzed and the reported failure was confirmed. The instrument was also found to have indentations on the edge of the distal idler pulleys. An additional observation not reported by the site was also identified. The instrument was found to have scratch marks/abrasions on the monopolar yaw pulley. There were also various scratch marks to the instrument main tube with light material removed. The scratch marks measured 0.091¿ by 0.257¿ in length and were not aligned with the tube axis.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis of the permanent cautery hook was performed. The instrument was reviewed to assess the damage to the distal idler pulley. A visual inspection of the damage showed the presence of what appeared to be fracture lines in the material. Viewing the damage at different angles, there appears to be a fragment missing from the outer surface of the pulley measuring roughly 0.033" x 0.020". This would confirm the customer's reported complaint of a missing piece on the yellow wire guide. For comparison, mechanical indentations were created in-house on the opposite side pulley by pressing a pick downwards on the pulley edge. The in-house created indentations were visually compared to the existing pulley damage and there was no presence of fracture lines on the indentations. Evidence supports that the pulley likely broke during use or reprocessing. The likely cause of pulley breakage is user-related, possibly from collisions with other objects or other hard surfaces. Additionally, a section of the pulley was analyzed via ftir to check whether the material is what is specified in the component drawing.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during central processing, the permanent cautery hook instrument was found with a piece missing on the yellow wire guide. The most recent procedure was completed with no report of patient harm, adverse outcome or injury.

Manufacturer narrative:
Based on the claim against the product by the customer noting physical damage, an investigation is in progress to determine the cause of this reported event. An RMA was issued to evaluate the permanent cautery hook instrument, but the instrument has not yet been received for testing. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.